Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. Upon review of the device history for the serial number (B)(4) it was determined that the device was manufactured on 09 dec 2016 and is past the three (3) year expected product life as outlined in the glidescope titanium reusable operations & maintenance manual (omm).

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3, the image flickered on and off and nothing could be seen. A delay of a few seconds occurred as a backup glidescope titanium lopro t3 was obtained. No harm to the patient or user was reported.